Event description:
It was reported that this right ventricular (rv) lead perforated the heart of this patient. The lead was exhibiting high pacing threshold measurements. The perforation was confirmed through x-ray. The lead was explanted and successfully replaced. The device is not expected to return for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart of this patient. The lead was explanted and successfully replaced. The device is not expected to return for analysis. No additional adverse patient effects were reported.